Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle went through the bd neoflon" IV cannula while introducing the catheter during use. The following information was provided by the initial reporter, translated from french to english: last thursday there was a problem in the maternity block on 2 short catheter *neoflon* 26g ref.#: 391349 ; lot#: 9317418p63. Problem: during the puncture, the catheter folds at the puncture site. Consequence: the nurse wanted to change the catheter, and this happened again, in the end no venous access was given to the newborn. For information, it was an experienced nurse who knew the device.

Manufacturer narrative:
H.6. Investigation: four photos were received by our quality team for evaluation. The first two photos shows peelback on the catheter, the third photo shows needle through catheter, and the fourth photo shows the two used samples and one top web of batch: 9317418. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Peelback: the probable root cause for peelback could be due to tubing material. CAPA#: 81917 was issued to review the tubing material. Needle through catheter: the manufacturing process has been reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. It would not be possible to penetrate the vein if the product has needle pierce through catheter. Therefore, the probable root cause for the reported defect could be due to user had partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierce through the catheter and damage the catheter.

Event description:
It was reported that the needle went through the bd neoflon¿ IV cannula while introducing the catheter during use. The following information was provided by the initial reporter, translated from french to english: last thursday there was a problem in the maternity block on 2 short catheter *neoflon 26g ref: 391349, lot: 9317418p63. Problem: during the puncture, the catheter folds at the puncture site. Consequence: the nurse wanted to change the catheter, and this happened again, in the end no venous access was given to the newborn. For information, it was an experienced nurse who knew the device.